Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed pulse test) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to oxidation on inter-pca connectors j1002 and j1003. The oxidation build-up on the tin connectors increased the resistance, causing the failure. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed a pulse test.